Event description:
User experiencing discrepant results for ck since (B)(6) 2007. Only the following example was provided, initial result 28 u/l, repeat 38 u/l. Initial result was reported. Patient not adversely affected. The field service representative was unable to determine a cause for the discrepancy.